Manufacturer narrative:
(B)(4). Device evaluation: the reported complaint was confirmed through examination of a returned product sample. The customer provided a guidewire inserted through an introducer needle and protruding from the hub. The coil wire was stretched and unraveled proximal to the needle hub and the core wire was broken. Microscopic examination of the broken ends revealed discoloration and necking in the area of the break, consistent with its proximity to the weld. The distal end of the wire was stuck inside the needle cannula. Once it was removed, dried blood and an offset coil were observed. No pieces of wire appeared to be missing. The od of the guide wire and the ID of the needle were found to be within specification. The device history records for the guide wire and the introducer needle were reviewed with no findings relevant to this complaint. The IFU for this product cautions that withdrawing the guide wire against the needle bevel or use of excessive force during removal could damage or break the wire. Operational context caused or contributed to the event. No further action will be taken.

Manufacturer narrative:
(B)(4). The event was initially evaluated and determined to be non-reportable. The returned device was evaluated and the event was determined to be a result of a product malfunction, therefore it is reportable.

Event description:
It was reported that the guide wire remained stuck in the catheter during the insertion on a patient. As a result the catheter had to be replaced and the surgery lasted longer than expected.